Manufacturer narrative:
Failure analysis conclusion: at the conclusion of the failure analysis investigation the reported event was confirmed. The device was returned with a driveshaft fracture on the proximal side of the crown, and the tip bushing engaged over the proximal end of the guidewire spring tip. There was some adhered biological material on the guide wire and driveshaft and suspected corrosion on the driveshaft and crown. The morphology and exact root cause of the accumulated biological material and corrosion is unknown. Driveshaft flexing at the weld location can initiate a fatigue failure, and scanning electron microscopy did identify fatigue striations at the site of the driveshaft fracture. It is hypothesized that this driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. However, the exact root cause of this reported complaint is undetermined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
Resistance and unexpected audible noise were encountered during treatment of the right coronary artery (rca) with a diamondback coronary orbital atherectomy device during the eighth treatment in the right coronary artery. Due to the resistance and noise, contrast was injected to evaluate the vessel. Imaging showed the crown of the oad had detached. The fragment remained on the wire and was removed by retracting the wire. The procedure was continued with rotablation. The vessel was mildly tortuous with a vessel diameter f 3.0 mm. The vessel was 60% stenotic with a heavily calcified segment from proximal to mid rca, and the distal rca was 95% stenotic. The patient's status was "very sick" due to sepsis, which was unrelated to the oad or atherectomy procedure.

Event description:
Three atherectomy treatments were administered to the proximal lesion in the proximal right coronary artery (rca) with the diamondback coronary orbital atherectomy device. The oad could not be advanced through the proximal-to-mid lesion. After four attempts to treat and cross the lesion with the oad, resistance and unexpected audible noise were encountered. Additional force was applied to attempt to cross the lesion. Contrast was injected, and imaging showed the crown of the oad had detached. The fragment remained on the wire and was removed by retracting the wire. The procedure was continued with rotablation. The vessel was mildly tortuous with a vessel diameter f 3.0 mm. The vessel was 60% stenotic with a heavily calcified segment from proximal-to-mid rca, and the distal rca was 95% stenotic. The patient was "very sick" due to sepsis unrelated to the oad, but was stable as of (B)(6) 2019. The physician stated he was applying quite a bit of force while attempting to cross the lesion. The physician's opinion was that the event was not caused by a device issue but rather a lesion that could not be crossed with the csi crown.

Manufacturer narrative:
Relating to the additional information received by csi, please note that the coronary orbital atherectomy system IFU states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." Csi ID: (B)(4)